Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: ID #1898001, ipc console, serial #(B)(4), lot# 209618508; ID #1898430, foot switch, serial #(B)(4), lot #209682777; ID #1899200, microdebrider m5, serial #(B)(4), lot #209553820. (B)(4). The devices have not been received for analysis.

Event description:
It was reported that during preparation at the beginning of the case, the blade was inserted into the shaver (m5) and tested and it felt like it jammed. The blade was replaced and the same thing happened again. The m5 handpiece started making a "bag pipe sound" and then started to smoke. At that point they discontinued use of the m5 handpiece and used an m4 handpiece to continue the case without further incident. There was no patient impact. Follow-up with the initial reporter found the case was a sinus procedure but the device was not used on the patient. The blade was a 4mm blade. The blade was reseated/readjusted in the handpiece several times and the handpiece got hot. Irrigation was connected to the handpiece so it is speculated that the steam came from that. It was confirmed there was no user or patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: on 11/17/2015 four devices were returned for evaluation and repair. [Device 1]: the handpiece ((B)(4)) was returned in running condition with foreign material build-up on the bearings. The reported complaint ¿jammed up / smoking¿ was not confirmed. Rear seals and bearing cups were replaced. The unit was cleaned and tested to product specifications. [Device 2] the ipc console evaluation found the touchscreen was scratched, control panel board was cracked and switch cover was broken. All parts were replaced and software was upgraded to current product specifications. [Device 3] the footswitch evaluation found no functional fault with the device. The unit was cleaned and tested to product specifications. [Device 4] the handpiece ((B)(4)) was returned in running condition with foreign material build-up on the bearings. The reported complaint ¿jammed up / smoking¿ was not confirmed. Rear seals and bearing cups were replaced. (B)(4).